Event description:
Fall of the support arm with risk of extubation. While device was on use on a patient, the support arm 176 with patient tubes hanging on the rain fell down, with the risk to extubate the patient.

Manufacturer narrative:
The OEM support arm 176 (6405976) belongs to a sv300, but at this time, it was fixed to a rail. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.